Event description:
Report received from atty stating the patient "became ill and an ambulance was called and an emergency medical response provider determined that the pacemaker was not functioning and (patient) was taken to the hospital where she died on the same day." Co currently has no medical confirmation and is continuing to investigate this event.